Manufacturer narrative:
The initial report had the incorrect information related to auto mode. The correct information has been provided with this report. (B)(4).

Event description:
It was reported that the auto mode feature was not active on insulin pump at the time of event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 572 mg/dl. The customer also experienced different blood glucose level of over 500 mg/dl and over 600 mg/dl. The customer did not report symptoms and treatment as a result of high blood glucose level with 20 units of insulin. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode feature. Customer did not allege that the insulin pump was under delivering. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.